Event description:
Info was presented in a case review presentation at the (B)(6) institute on (B)(6) 2013. The doctor reported the patient (pt) experienced acanthamoeba keratitis after using acuvue 2 contact lenses (cl). The doctor indicated that the pseudodendritic keratitis ran transversely across the center of the cornea, eye unk. Other symptoms included minor injection and a built-up, swollen, limbal cornea. It is noted that the pt cared for her cl properly. The doctor conducted a one time scraping of the cornea. Other treatment included eye washing with polyvinyl alcohol iodine eight-time dilution, chlorhexidine gluconate solution (hibitane) 0.02% tid, fluconazole (diflucant) q2h, cefmenoxime (bestron for opthalmic use) tid, and ofloxin opthalmic ointment (tarvid) before bedtime qd. Further f/u with the doctor indicated that the event occurred in 2007. The pt came in for 2 visits ((B)(6) 2007). The outcome is unk since the pt was referred back to an eye clinic after the corneal scraping. The causal relationship with the cl is unk as the pt claimed to comply with lens care and handling instructions. The doctor stated that it was an early stage of acanthamoeba with mild to moderate symptoms. The doctor stated that it was impossible to judge the seriousness of the event since further treatment by another clinic is unk. No further info is available.

Manufacturer narrative:
The lot number for the device is unk therefore, a device history report review could not be conducted. Based on all available info, no causal factors can be determined and no conclusion can be drawn. Add'l info will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.